Event description:
Upon inflation of the balloon to 2 atms, contrast was noted. The physician attempted to pull negative pressure to remove stent/balloon catheter. However, the stent remained in the left main going down to ostium. A balloon was utilized to push the stent to the lcx close to the lesion. The stent was deployed at this site as they were unable to cross lesion. Approx. One week later, the lesion restenosed and angioplasty was performed.